Manufacturer narrative:
The investigation determined the issue is consistent with insufficient pre-analytic sample handling.

Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. The field service engineer cleaned and flushed the sipper nozzle, cleaned the dilution vessel, and replaced an ise sample probe. Sample probe alignments were performed. The vacuum and sipper nozzles were disassembled and cleaned. The vacuum chamber and drain valve were cleaned. Ise reagent solutions were replaced. The system was primed and cleaning maintenances were performed. An ise check, calibration, and controls were acceptable. A patient correlation was performed and was successful. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na electrode on a cobas pro ise analytical unit. The sample initially resulted in an na value of 158.9 mmol/l. The sample was repeated five times, resulting in na values of 160.5 mmol/l, 155.6 mmol/l, 155.7 mmol/l, 155.4 mmol/l, and 156.0 mmol/l. The sample was repeated on a second analyzer, resulting in a na value of 154.3 mmol/l.